Manufacturer narrative:
According to available information, this device remains implanted and in service. No further information is expected regarding this event. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that five days post implant, the patient with this pacemaker presented to the emergency room with palpitations and dyspnea. Diagnostics revealed an atrial embolus. The patient's intrinsic heart rate was 2:1 atrial flutter. Cardioversion could not be performed due to the embolus. Medication was prescribed. No further interventions were performed. It is unknown whether the embolus was related to the implant procedure. No further patient symptoms were reported.